Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The target lesion is located in the moderately tortuous distal left circumflex artery. During a percutaneous coronary intervention (pci) , the opticross imaging catheter was used to perform an intravascular ultrasound. An unknown stent was deployed after pre-dilation. After post dilatation, the physician started imaging but lost image occurred. The procedure was completed with another with same device. No patient complication was reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink was observed in the sheath assembly at 72.4 cm from femoral marker at the proximal end. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).